Event description:
The customer was hospitalized for low bgs. It was indicated that the customer tested one hour before the incident and their bgs were low. The customer ate what customer normally eats. The customer had bolused prior their test of low bgs because customer thought they were high. The customer might have over infused with that bolus. Troubleshooting was performed. The insulin concentration, programming and histories on the pump were accurate. In addition, a lead screw test completed and passed. Suggested the customer to call their doctor to discuss possible causes of low bg.